Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of torn mcs tip cover accessory near the distal end. The tear was axially aligned and measured approximately 0.411¿ in length. There were no signs of thermal damage present at the end of the tear. The mcs tip cover accessory was returned stuck on the shaft of an mcs instrument and could not be removed through the distal end due to a broken mcs instrument main tube. No missing material was confirmed on the mcs instrument during failure analysis. The root cause of the observed tearing on the mcs tip cover accessory is attributed to a component failure. An additional observation related to the customer reported complaint was also noted. The mcs tip cover accessory was found to have gouges near the distal end. The gouges measured approximately 0.044" in length. The root cause of this failure is attributed to mishandling and misuse. Verification via rfe logs confirms the occurrence of a hemicolectomy procedure on the reported event date of (B)(6) 2022 using system sk4263 matching the documented event details. Verification of the accessory product via system logs could not be performed because accessory device product details are not captured in the system log. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the mcs tip cover accessory was damaged and had holes/tears on the gray silicone area. In the event the mcs tip cover accessory is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions could result in electrical arcs from the wrist and alternate site burns. Although there was no reported patient injury as a result of this issue, if the failure were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was torn and the scissor became bent inside and was unable to be straightened to allow the removal of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and there was no damage identified. The surgical staff did not observe evidence of arcing of electrical energy during the surgical procedure. The mcs instrument had to be removed along with the trocar. The surgical staff had to follow the curvature of the equipment while pulling it out. There were no photos or video available for isi review.